Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cryo atrial fibrillation ablation procedure with a webster cs catheter with auto ID technology and suffered a cardiac tamponade requiring pericardiocentesis. During the procedure, the patient became hypotensive and a cardiac tamponade was confirmed by transthoracic esophageal echo (tee). A pericardiocentesis was performed to remove an unspecified amount of fluid from the pericardial space. The patient was reported in stable condition after pericardial drainage. It is unknown if extended hospitalization was required as a result of the adverse event. Patient recovered. The physician did not attribute the causality of the adverse event to the biosense webster, inc. (Bwi) product but to cryo. The only bwi catheter that was in use at the time of the injury was the webster cs catheter with auto ID technology. No radio frequency delivery was applied with any bwi product during the procedure. No visitags were used. Initially, since the physician attributed the causality of the event to cryo (non-bwi product) and no bwi ablation catheter was used during the procedure, the webster cs catheter with auto ID technology was assessed as a concomitant product and therefore, not MDR reportable. Further review was performed on april 21, 2020 and the re-assessment was made to conservatively report this event under the bwi webster cs catheter with auto ID technology as there is no clarity on the timing of the event and its relationship to the catheter use. The awareness date for this re-assessment for this record is april 21, 2020.